Manufacturer narrative:
(B)(4). Concomitant medical products: 110018823 ¿ g7 positioning guide post ¿ zb150301, 110003455 ¿ g7 supine positioning guide ¿ zb 150405, 110018822 ¿ g7 positioning guide rod - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 00074, 0001822565 - 2019 - 00075, 0001822565 - 2019 - 00076.

Event description:
It was reported that upon return of the instrument to the warehouse the knob from the pin was found to be broken off. No patient involvement was reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.